Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b5., h.6. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event report in this supplemental medwatch was previously reported on 10jul2020 via mrn # 9617229-2020-10878. Upon further review, it was discovered that the device for this record was the same device for mrn # 9617229-2020-10878. They have been combined and any further reports will be submitted under this records mrn # 9617229-2023-05933.

Event description:
Healthcare professional reported "capsular contracture grade iii".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Black particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted.